Event description:
Clinical trial. Same case as MFR# 6000089-2007-01473. It was reported post index procedure, the patient had multiple target vessel revascularizations (tvr). The patient was found to have multivessel coronary artery disease with some comorbid problems and was admitted for percutaneous intervention. The index procedure treated 2 target lesions. Target lesion 1 was in the distal right coronary artery (rca), which a width of 3.2 mm, length of 28 mm, and 90% stenosed. The physician predilated the lesion prior to placing 2 overlapping 3.0 x 20 mm taxus express2 stents. Residual stenosis was 0%. Target lesion 2 was in the proximal left anterior descending artery (lad) with a width of 3 mm, length of 8 mm, and 75% stenosed. The physician predilated the lesion prior to placing a 3.0 x 12 mm taxus express2 stent. Residual stenosis was 0%. Of note, the proximal circumflex was treated with rotational atherectomy at this time with 0% residual stenosis. The patient was discharged one day later on aspirin and plavix. On day 700, the patient was admitted with recurrent symptoms of angina and rest with low level activity. Treatment consisted of plain old balloon angioplasty and cutting balloon angioplasty to the mid rca with 30% residual stenosis. The distal rca was treated with balloon angioplasty to treat diffuse in-stent restenosis. Residual stenosis was 30%. The patient was discharged one day later on aspirin and plavix. Twelve days later (712 days post index procedure), the patient was admitted with recurrent unstable angina. Treatment consisted of rotational atherectomy, angioplasty, and placement of another manufacturers 3.5 x 16 mm stent in the distal rca. The mid rca was then treated with rotational atherectomy, angioplasty, and placement of another manufacturers 3.5 x 18 mm stent. Following the procedure, there was excellent angiographic results. The patient was discharged one day later on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the tvrs and the taxus stents.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be identified.